Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan alleging that a one touch ultra 2 meter had a "battery indicator" issue. The pt indicated that the alleged issue started on (B) (6) 2010 at around 11:15 am. The pt claimed that while she was at a gym, she encountered the battery indicator issue which prevented her from testing. At an unspecified time, during the time of concern, the pt claimed that she "felt low". It is not known what specific symptoms she had at the time or if the symptoms developed before or after the alleged issue began. The pt administered self-treatment by eating a fruit bar at 11:20 am that same morning. It would have been helpful to know the following info: what specific symptoms the pt had, what date/time the symptoms developed, and what actions the pt took after the alleged issue began and before the symptoms started. Through troubleshooting, the customer service rep (csr) determined that the meter's battery needed to be replaced. The pt did not have a replacement battery for troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she treated herself by eating food 5 minutes after the alleged issue began. The pt also mentioned that she "felt low" but it is not clear if the symptoms developed before or after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.